Event description:
It was reported that during a posterior lumbar fusion procedure, the surgeon was persuading rod and screw and the matrix simple persuader would not persuade the rod down. Surgeon backed out the rod and used another rod with the rod pusher to seat the rod down. Procedure was completed with no further problems and no harm to the patient. After the procedure was completed, the consultant confirmed the spring on the matrix simple persuader broke off. Consultant confirmed the spring did not break off during the procedure and it is unknown as to how and when it broke off.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No irregularities were found during the device history record review. The spring and the spring retention screw are missing and were not returned with the device. There is discoloration around the screw hole and where the end of the spring was on the inside surface of the handle but no apparent damage. There are smudges on various surfaces and scratches on both sides of the barrel from resting in a graphic case. Because the entire spring and the screw that retains it were both missing and not returned, there is no way to confirm the complaint condition. Therefore this complaint is indeterminate.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This is report 1 of 1 for (B)(4).